Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that at some point there was a proximal endoleak and that a talent cuff was implanted to resolve the endoleak. Two aneurx cuffs were implanted distally as a precautionary measure. During a routine follow-up there was a proximal type I endoleak coming from the top of the talent cuff and bilateral distal type 1 endoleaks. The decision was made to coil the proximal type 1 endoleak as there was no room for placement of a cuff. Distally both hypogastrics were excluded and two iliac limb stent grafts were implanted on each side to extend distally into the external iliac arteries. The endoleaks were attributed to disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (disease progression). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (disease progression).